Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device does not detect the cassette¿ was not replicated. All sensors were functioning properly. During the pump power up tests the device displayed error code 41786 and is related to a depleted battery coin, mainboard was replaced with a new one. During visual inspection it was found that the lens was scratched and was replaced with a new one. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not detect the cassette. The event occurred during testing. There was no patient involvement.